Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/27/2014). The patient¿s meter has been returned on 9/8/2014 and evaluated by lifescan product analysis on 9/17/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verioiq meter read inaccurately high compared to a laboratory device result. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began ¿sometime in (B)(6) 2014¿ when a comparison was made between the subject meter and a laboratory device. The reporter did not provide the exact date, time and readings, however he alleged the subject meter read 25% higher than the laboratory device, and both readings were taken within 10 minutes of each other. A difference of 25% between the readings exceeds lifescan¿s criteria for accuracy. The patient manages their diabetes with a combination of pills, diet and exercise, and denied making any changes to their usual diabetes management routine in response to the reported issue. The patient stated that they did not develop any symptoms due to the alleged issue. The patient visited their doctor¿s office ¿sometime after the lab comparison test¿, and the hcp advised the patient to stop taking their metformin diabetes medication. At the time of troubleshooting, the csr noted that the correct testing procedure was being used and that the meter was set to the correct unit of measure. Replacement products have been sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia nor receive medical intervention for this condition after obtaining the alleged inaccurate high result(s). However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.